Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of over 600 mg/dl. Customer¿s current blood glucose was 400 mg/dl. Customer¿s blood glucose was treated with syringe. Customer reports insulin exited at qr. Customer advised to monitor the blood glucose and call back if issue persists again. Insulin pump will not be return for analysis.